Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported device was received for evaluation. The visual inspection was performed on the complaint unit and found that the light engine clad rod was damaged. The functional inspection was performed on the complaint unit. System was turning on but there was no light output. It was tested with a known good light engine module and it worked properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include a faulty light engine module. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the light source of one (1) lens 4k camera control unit was not working. The procedure was resumed, after a surgical delay greater than 30 minutes, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.